Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's friend reported via phone call that the device alarmed unexpected restart alarm. Customer's blood glucose was unknown. Customer was advised to call back. Customer will not be returning the device for analysis.